Manufacturer narrative:
The device was returned for evaluation; the evaluation has not yet been completed.

Event description:
Customer reported that the autocon iii unit stopped working during a procedure and the case had to be canceled as they did not have a backup unit. There was no injury to the patient.

Manufacturer narrative:
Per the evaluation findings: faulty control board. Easy monitor 300 ohm test 285-315 ohm, reading 330 ohm. Primary cause: wear/often used. The device had been in use for approximately 3 years.